Manufacturer narrative:
Model number / catalog number: sc-2408-56, serial number: (B)(4), batch / lot number: 20248262 / 20722971, model / catalog description: avista MRI perc lead kit 56 cm. The explanted devices were not returned to bsn. A review of the manufacturing documentation for the ipg and leads revealed that no anomalies or deviations potentially relate to the event occurred during the manufacturing.

Event description:
A report was received that the patient was experiencing overstimulation in the whole body and experiencing undesired stimulation when changing posture. The patient underwent an explant procedure and was doing well postoperatively.